Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine clinic follow up; the right atrial lead (ra) exhibited noise. The ra lead was reprogrammed. The patient was in stable condition with no discomfort.